Event description:
The customer reported that the system shuts down during a case. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the isd and system interface boards. The system is now functioning properly.